Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the problem occurred during the use on the patient. An oversuture was made to continue the procedure. Only one (B)(4) reload presented the issue. The patient had no permanent or serious damage, did not need to be hospitalized, re-operated nor had his hospitalization prolonged due to product problems. The surgical time was increased due to the need of the oversuture (not specified).

Event description:
It was reported that during a sleeve gastrectomy procedure, the black reload did not shoot on one side. The staples are in the reload, one side shot, the other side didn't. The surgeon requested to open a complaint.

Manufacturer narrative:
(B)(4). Batch number: r5813r. The analysis found that one gst60t cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the left side fully fired, right side partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.